Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged amputation is related to v.a.c.® therapy.

Event description:
On jul 26 2016, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2016, the device was placed with the patient. On (B)(6) 2016, a kci repair technician evaluated the unit and there was no fault found with the unit related to the wound allegation. Unrelated repairs were performed and the device was tested and passed quality control (qc) inspection on sep 22 2016.

Manufacturer narrative:
It is unknown if and when the event occurred as this information has not been provided. Based on the information provided, it cannot be determined that the alleged amputation is related to v.a.c.® therapy. It is unknown if a subsequent amputation did occur. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On (B)(6) 2016, the following information was reported to kci by the patient: the patient alleged that the v.a.c. Therapy "stopped working." The patient alleged that due to this, "it may have resulted in additional amputation of her leg." The patient had an inpatient stay at a local hospital. No additional information available. A device evaluation of the info v.a.c. Therapy unit is currently pending completion.